Event description:
Information received indicated that while the bed was on battery power (manual control) the battery light was on, however the manual functions would not operate.

Manufacturer narrative:
The hill-rom technician replaced battery to resolve the issue.